Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain/ pain") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 685785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included systemic lupus erythematosus, sjogren's syndrome, hernia, obstructive sleep apnea syndrome, elevated liver enzymes, endocervicitis, kidney stone, urinary incontinence, stroke, neuropathy, numbness of extremities, acid reflux (oesophageal), heartburn, hiatal hernia, bowel incontinence, myopathy and ovarian cyst. Concomitant products included cholecalciferol (vitamin d), cyclobenzaprine, hydrocodone, hydroxychloroquine phosphate (plaquenil) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 4 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain with sweating at times"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and hyperhidrosis ("severe lower abdominal pain with sweating at times"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("mid abdominal pain") and vomiting ("vomiting"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, nausea and hyperhidrosis outcome was unknown and the abdominal pain lower, abdominal pain and vomiting had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hyperhidrosis, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (B)(6) 2010: a urine pregnancy test was performed today and the result was negative. (B)(6) 2012: CT of the abdomen and pems with and without contrast impression: hepatic steatosis. Small hiatal hernia. Non obstructing-mm calculus in left kidney. (B)(6) 2017: MRI brain without and with intravenous contrast: indication: vertigo and dizziness for 2 weeks, headache for one month, imbalance for 4 days. Impression: no acute intracranial abnormality or abnormal enhancement was seen. No evidence 01 intracranial hemorrhage, mass lesion, or acute infarction was seen partially empty sella configuration. Otherwise, within normal limits for age . Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporter added. Patient¿s demographics added. Lot number added. New events added: abnormal bleeding (vaginal, menorrhagia), abdominal pain, severe lower abdominal pain with sweating at times, vomiting. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain/ pain") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 685785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included systemic lupus erythematosus, sjogren's syndrome, hernia, obstructive sleep apnea syndrome, elevated liver enzymes, endocervicitis, kidney stone, urinary incontinence, stroke, neuropathy, numbness of extremities, acid reflux (oesophageal), heartburn, hiatal hernia, bowel incontinence, myopathy and ovarian cyst. Concomitant products included colecalciferol (vitamin d), cyclobenzaprine, hydrocodone, hydroxychloroquine phosphate (plaquenil) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 4 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain with sweating at times"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and hyperhidrosis ("severe lower abdominal pain with sweating at times"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("mid abdominal pain") and vomiting ("vomiting"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, nausea and hyperhidrosis outcome was unknown and the abdominal pain lower, abdominal pain and vomiting had resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, hyperhidrosis, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. (B)(6) 2010: a urine pregnancy test was performed today and the result was negative. (B)(6) 2012: CT of the abdomen and pems with and without contrast impression: hepatic steatosis. Small hiatal hernia. Non obstructing- 2mm calculus in left kidney. (B)(6) 2017: MRI brain without and with intravenous contrast: indication: vertigo and dizziness for 2 weeks, headache for one month, imbalance for 4 days. Impression: no acute intracranial abnormality or abnormal enhancement was seen. No evidence 01 intracranial hemorrhage, mass lesion, or acute infarction was seen partially empty sella configuration. Otherwise, within normal limits for age . Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). The patient was treated with surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and nausea outcome was unknown. The reporter considered genital haemorrhage, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.